Event description:
Cardizem infusion initiated at 16:00 in 2005 at 7.5 mg per hr. For rapid atrial fibrillation (heartrate 160-170). Cardizem infusion titrated up to 15 mg per hr. As per md standing orders. On 01/28/2005 daylight rn found patient remained in artrial fibrillation (heartrate 101-125) despite IV cardizem infusion. Rn noticed IV bag "not close to being empty" towards end of 7-3 shift despite pump volume infusion numbers decreasing. Cardiologist ordered IV digoxin due to continuation of atrial fib. New infusion pump obtained and patient responded. Physician stated patient had always responded to IV cardizem infusion in the past and felt that medication did not infuse for approximately 24 hours. No untoward effects per cardiologist.